Manufacturer narrative:
A manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. After sometimes, an x-ray lumbar spine was performed which showed inferior vena cava filter was noted just to the right of midline at the l2-l3 level. After two years and two months, patient presented with the complaints of right lower extremity swelling and increased right lower extremity deep venous thrombosis. Patient was planned for venous thrombolysis with balloon angioplasty. Thrombectomy was performed with the angiojet device and balloon angioplasty was performed throughout the iliac system. The patient has existing inferior vena cava filter which was significantly tilted and demonstrates multiple legs extending through the caval wall. After three years and eight months, a computed tomography of abdomen and pelvis was performed for left sided back and abdominal pain. The study showed that incidental note of infrarenal inferior vena cava filter. After seven months, an x-ray lumbar spine was performed for low back pain. The study showed that inferior vena cava filter was noted. A computed tomography angiogram of chest, abdomen and pelvis was performed for acute chest pain and abdominal pain. The study showed that inferior vena cava filter was noted at infrarenal inferior vena cava. One of the prongs from the filter extends into the cortex of the medial anterior lower pole of the right kidney. After three months, a computed tomography angiogram of chest was performed for chest pain and shortness of breath. The study showed that negative for pulmonary thromboembolism. After two years and eleven months, a computed tomography of abdomen was performed for filter check. The study showed that inferior vena cava filter was noted. Significant left lateral tilting of the inferior vena cava filter was noted. The apex of the inferior vena cava filter does appear to contact the anterolateral wall of the inferior vena cava on the left. The apex of the inferior vena cava filter was located within less than 2 cm of the right renal vein origin. One of the inferior vena cava filter struts extends to a level cephalad to the apex of the inferior vena cava filter. This structure perhaps extends into a tiny adjacent vessel. Several of the right sided inferior vena cava filter struts are seen extending into the lower pole renal cortex and lower pole renal pelvis on the right. No definitively fractured inferior vena cava filter struts are appreciated. Therefore, the investigation is confirmed for the alleged filter tilt and perforation of the inferior vena cava. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with unknown medical complication. At some time post filter deployment, it was alleged that the filter tilted, struts perforated into organs and the patient reportedly experienced abdominal pain. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.